Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this ureteral stent was sold to the affiliated hospital of (B)(6) university on (B)(6) 2025. On (B)(6) 2025, when the hospital was implanting a ureteral stent for a patient, the stent got stuck in the ureter. The doctor later pulled it out with an instrument, but it could no longer be used due to contamination.

Manufacturer narrative:
The reported event is inconclusive due to the condition of the sample received. Visual evaluation noted received one photo sample that shows top view of stent of on top of packaging. Based on the photo sample received the sample cannot be tested for the reported event. The labelling was reviewed and found to be adequate. DHR review did not show any problems or conditions that would have contributed to the reported event. Correction: b, d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that this ureteral stent was sold to the (B)(6) on (B)(6) 2025. On (B)(6) 2025, when the hospital was implanting a ureteral stent for a patient, the stent got stuck in the ureter. The doctor later pulled it out with an instrument, but it could no longer be used due to contamination. Per follow up information received via ibc on 07feb2025, customer confirmed that medical forceps were used to pull the stent, and surgical intervention was provided to patient.